Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the low voltage pacing lead was fractured. The lead was attempted but not used and replaced with another lead. No patient complications have been reported as a result of this event.